Event description:
It was reported that during a dip fusion procedure the surgeon inserted a 2.4 mm headless compression screw with a 1.1 mm non-threaded guide wire. The screw threads started to peel away from the shaft. Surgeon removed the screw and all of the peeled thread, selected another screw and completed the procedure. All pieces were removed. This is 2 of 2 reports for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the guide wire was received bent at an angle of approximately 3 degrees, starting approximately 75mm from break edge located at the rear of the part. Damage from the screw threads is visible at multiple locations and can be attributed to the contact of the guide wire with the screw. The guide wire was physically inspected for length, diameter and tip profile, all dimensions and features passed the inspection. The lot number is unknown therefore a review of the device history record could not be completed. This complaint is considered invalid from a manufacturing perspective.